Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer had a high blood glucose level of 403 mg/dl. They customer treated the high blood glucose with a manual injection. The customer declined to troubleshoot for high blood glucose. The customer was in the hospital not due to diabetes. The customer was assisted with linking the meter to the insulin pump.